Event description:
It was reported that the ventilator turns on and off by itself. It is unk if the ventilator alarmed or if it was connected to a pt when the reported problem occurred.

Manufacturer narrative:
This MDR is being filed beyond the 30 day reporting timeline.